Event description:
Additional information indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had migrated. The pocket was revised. This device was placed in a tyrex pouch, was repositioned and was sutured to the muscle. The device remains in service. No additional adverse patient effects were reported.